Event description:
It was reported that the 9900 system had a error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gpos, hard drive, and the software upgrade were installed during the svc call. The system was tested, and found to be working as intended, and put back into service.